Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for interstim - other. Patient has experienced a loss or change of therapy. Patient reported their ins is no longer working, but it is still on. Patient reported the medicine they are taking works better than the ins and the patient is doing okay. The trauma that could be related to the issue is a motor vehicle accident that occurred on (B)(6) 2013. The accident was bad and broke the patient's knee and teeth. Patient would like to see if the ins can be removed and it was reviewed to discuss that with a surgeon. It was also reviewed that a current doctor can page a manufacture representative (rep) after the accident too. Patient does not have a healthcare provider (hcp) and declined a list of doctors. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.